Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the lens tore/broke during injection/delivery into the eye. The lens was exchanged for another same model lens.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic broken. Correctional data: suspect medical device: diopter -14.0/+2.0/070 is incorrect, correct data is diopter -14.50/1.5/084. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).